Manufacturer narrative:
The customer complaint pump 1 is blocked (too slow) (e07) defective stirrer motor due to bearing damage. Livanova technician tested the unit and no issue was confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. The livanova technician confirmed, through follow-up, that the device was cooling longer than required. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a heater-cooler system 3t was not cooling correctly on both the patient and cardioplegia circuit. There was no patient injury.

Manufacturer narrative:
H11: to solve the issue the stirrer motor was replaced by the livanova field service representative due to bearing damages. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2021. Based on the collected information, it cannot be ruled out that the most likely root cause of the reported event can be traced back to a faulty stirrer motor. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration.

Event description:
See initial report.